Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found stretched and kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  For your reference, insulet modified our internal investigation finding codes effective (B)(6) 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones of .6 present. The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied and 6 units of insulin was administered.